Event description:
Pt admitted to (B)(6) on (B)(6) 2012 with stemi to cath lab on (B)(6) 2012, when intra operative balloon was inserted via right femoral artery for CABG (B)(6) 2012. At 12 mn (B)(6) 2012, blood was notes in balloon proximal to femoral insertion site. Pa and cardiologist notified and iab pulled at sa without difficulty or harm to pt.